Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the reading of fractionated of inspired oxygen (fio2) was unstable during surgery. It fluctuated about 15% while the setting value was 70% - 80%. Besides, the oximeter's value only ascended up to about 95% when the setting value was 100%. This issue was resolved after the oxygen (o2) sensor was replaced. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Per the mfg engineering center (mec), the oxygen (o2) sensor and data logs were rec'd for eval.